Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component codes - recommend "drill." No product was returned. A visual inspection was conducted on the customer provided picture. The picture show signs of use including marking/ scratching on the drill surface. The pictures show that the drill has fractured just above where the fluted portion of drill tip meets the drill body. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the drill fractured when used on the patient's mandible. Attempts have been made and no further information has been provided.